Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. The clinic requested support to review the stored impedance trends. Boston scientific technical services (ts) reviewed the stored data of this cardiac resynchronization therapy defibrillator (crt-d) system and noticed a gradual increase of the shock impedance values occurred during the weeks prior to the allegation. At least one measurement was out of range. Ts recommended lead integrity testing. The system remains in service and no adverse effects have been reported.